Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 90mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted, as well as a clear liquid inside the valve. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The bactiseal catheters were irrigated with purified water, no occlusion noted with the peritoneal catheter, partly occluded on the ventricular catheter some of the holes blocked with biological debris. The valve was dried. The valve was leak tested. Leaks were noted form the needle holes in the needle chamber. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested. The valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve, product code 82-3832 with lot number cpncf2, conformed to the specifications when released to stock on the 21st march 2014. Review of the history device records confirmed the catheters, product code 82-3072, with lot number crjbdm, conformed to the specifications when released to stock on the 11th july 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar and on the base plate. The root cause of the blocked holes in the ventricular catheter is due to biological debris. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Obstruction issue. The patient is female and (B)(6), had hydrocephalus. The surgeon implanted 823832 and 823072 during the v-p surgery on (B)(6) 2014. In early (B)(6), the patient had symptoms of headache and vomit. CT check indicated ventricle expansion. The surgeon adjusted the pressure and pressed the liquid balloon but it could not recover. The surgeon suspected the valve was obstructed and removed the kits and implanted new ones. The patient is fine now.